Manufacturer narrative:
(B)(4) - advance, failure to. The complainant indicated that the device has disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report numbers 3005099803-2009-06189 and 3005099803-2009-06193 for the associated reports. It was reported to boston scientific corporation on (B)(6), 2009, that three resolution clip devices were used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, while treating a bleeding gastric ulcer, the physician positioned the first resolution clip within the stomach. The clip would not advance out of the catheter. The clip was not deployed and the device was removed from the pt. No visible damage was noted to the device. The same issue occurred with a second and third resolution clip. The scope was in a deflected position. When the clip would not come out of the sheath, the physician straightened the scope but could not get the clip to pass. The procedure was completed with fourth resolution clip device. There were no pt complications reported as a result of this event. The pt's condition post procedure was reported to be fine.